Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing determined the cutter failed the test cut. The cutter was returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device needed repair for an unknown reason. The event occurred at an unknown time on an unknown date. There was no reported patient harm or delay. Due diligence is complete; no further information is available at this time. During device evaluation, the cutter did not pass the test cut. No adverse events were reported as a result of this malfunction.